Manufacturer narrative:
(B)(6). The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the returned photographs was performed and they did not provide evidence of blood leakage. The reported condition could not be verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a prismaflex m150 set ckt had an external blood leakage. The blood leakage was observed 30 minutes into patient treatment and was found at the line near the upper detector. The blood was returned to the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.